Manufacturer narrative:
Additional information: b1, d10, h6, h10 additional information recieved on (B)(6) 2019 that the reported problem occured during patient used and caused clinical consequences. One cadd legacy pump was returned for analysis. The investigation unable to confirm customer reported problem. During investigation, inspection of the pump event log found "upstream occlusion" alarm messages. However, the pump upstream occlusion sensor was found to be operating properly and passed all tests. According to the investigation no product problem was found during investigation. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed an upstream occlusion alarm. There was no reported injury to the patient.